Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the implant site was infected and inflamed. The doctor will open the infection site to observe then formulate an effective therapeutic plan, this was going to occur on the day of this report. It was noted the implant surgery was successful. The rep went to the hospital a week later to follow up on the patient's condition. The patient's wound was still wrapped in gauze. The doctor said that he observed the wound recovery was better than before, "not get worse when treatment." There was no death or injury. It was noted that the device was inspected prior to use and no abnormality was found. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent.